Event description:
A report was received that the patient was to have the precision system explanted due to discomfort. The patient reported that the device irritated her. It was recently reported that during the procedure, one lead was explanted and the ipg was relocated to a more comfortable position. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted lead was not returned to bsn, as it was discarded by the medical facility.